Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se cleaned the inferior vena cava (ivc) flow sensor prior to testing. The tests conducted showed ivc flow rates of 2.8 liters per minute (l/min) in preparation mode using a service disposable set. The se also verified the card rack and interface board (ifb) connectors and reseated the flow sensor cables preventatively. The se finally tested the device again and both flow sensors performed without issues. System operation was normal.

Event description:
It was reported that the customer reached out regarding message codes 250 (inferior vena cava flow sensor error), 380 (low inferior vena cava flow), and 390 (low hepatic artery flow). The codes randomly presented on the graphical user interface (gui) screen around seven hours into the perfusion. The gui screen showed no inferior vena cava (ivc) or arterial flow. It was confirmed that the arterial and ivc pressures were within normal ranges and the rotations per minute (rpms) read at 1600. The customer was guided through troubleshooting, but it did not resolve the issue.